Event description:
The device was used during a thorascopic partial lung resection procedure. Reportedly, the instrument was difficult to open and close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.